Event description:
The customer reported that the device did not seal properly. There was no blood loss, no tissue damage and no pt injury. The customer has stated that they will not be providing any add'l info on the incident.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample is no longer available for evaluation. If add'l info pertinent to the incident is obtained, a follow-up report will be submitted.